Event description:
The customer reported that he received a motor error on the insulin pump. The customer stated he changed the insulin pump to vibrate and did not hear the insulin pump and it did not vibrate again. He further stated when it was changed back to the beep mode, he did not hear the beeps anymore. The customer's blood glucose was 135 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.